Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an ankylos a9.5 dental implant in regio #19 on (B)(6) 2020. On (B)(6) 2020, the implant was explanted due to "perforation of lower jaw nerve channel, compression of the nerve."